Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date: reported as unknown date in 2003. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Patient was implanted in 2003 for an olecranon/proximal ulna fracture. The patient was returned to the operating room on (B)(6) 2013 for revision due to nonunion and a broken plate. The 3.5mm reconstruction plate and screws were removed, the nonunion was taken down and well reduced, and the patient was revised to a new olecranon plate and bone graft. This report is 1 of 2 for complaint (B)(4).